Event description:
It was reported that a flo-gard infusion pump presented a battery alarm. It was not specified when in the process this occurred. There was no patient injury or medical intervention reported with this event. No additional information is available

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing and a review of the alarm log were performed. Visual inspection showed that the device was in good physical condition. The alarm log review did not identify any alarms. The device was within specification. Should additional relevant information become available, a supplemental report will be submitted.